Manufacturer narrative:
D6a: corrected the explant date.

Manufacturer narrative:
G3: corrected date.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for investigation. Data logs show the 5s parameters to be stable throughout the case until a spike in placement signal, contrast, and gain 8.5 days into support, but they immediately return to normal values. There are placement signal low and suction alarms at the same time at which the pump's position is unknown, however, there are no accompanying positioning alarms. The root cause of the optical signal issue cannot determined since product was not returned. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the placement signal of an implanted impella cp pump became unreliable during patient support. It was noted that the aortic placement signal was significantly lower than the aortic line by 30 points. Despite the observation, support with the pump was maintained without hinderance. No patient harm has been reported.